Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No failed battery test noted. The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery. Unable to perform excessive no delivery test and occlusion test due to motor error. Unable to confirmed error alarm due to erased history file. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with cracked case at display window corners.

Event description:
Customer reported she experienced high blood glucose of 576 mg/dl. Customer reported that the insulin pump alarmed motor error during prime. She reset the device and primed again but received a no delivery alarm and a failed battery test alarm. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is unable to complete the rewind sequence. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.